Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit exhibited the front panel display disappear. The issue occurred during an unspecified therapeutic procedure that was completed using the same set of equipment after a restart. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection. The reportable malfunction was not confirmed. A definitive root cause could not be determined and no probable causes could be identified from the investigation results. Olympus will continue to monitor field performance for this device.